Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures and software error detected. The customer¿s blood glucose level was 192 mg/dl. Displacement test could not got past load reservoir. During self test the insulin pump received hardware low level failure alarm. The product will be returned for analysis.

Manufacturer narrative:
No screen anomalies noted during testing. Device passed displacement test and self test.hardware low level failures was present in the pump trace download due to broken trace on keypad assembly. Toggled on and increased volume with the audio feature functioning properly. No audio of alarm anomalies noted during testing.